Event description:
A customer obtained imprecise vitros phbr quality control on two vitros 5,1 fs chemistry systems. A value of 18.0 ug/ml was obtained from the biorad level 1 fluid versus the expected value of 14.5 ug/ml. Values of 35.0, 32.9, 36.3, 30.7, 33.3, 30.7, 35.7, 26.3, and 35.2 ug/ml were obtained from the biorad level 2 fluid versus the expected value of 46.0 ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. There was no report of patient harm as a result of this event. This report is number two of ten MDR's for this event. Ten 3500a forms are being submitted for this event as ten devices were involved. (B)(4).

Manufacturer narrative:
The investigation determined that imprecise vitros phbr quality control results were obtained on two vitros 5,1 fs chemistry systems. There was no evidence to suggest an instrument or reagent malfunction occurred. The investigation was unable to determine a definitive root cause. However, improper protocol related to reagent preparation for use, control fluid handling, and the control fluids themselves could not be ruled out as contributing factors. The root cause of this event is unknown, and the investigation is ongoing.